Manufacturer narrative:
Evaluation summary: the cartridge was not returned for analysis. The iol, case, and carton of the iol were returned. Cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported a split cartridge. Additional information was provided by a materials manager, the initial reporter, that the procedure was completed without patient harm with a new iol and cartridge.